Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range pace impedance measurements greater than 2,000 ohms. Subsequently, the patient underwent a revision procedure and this product was surgically capped and abandoned. A competitor's lead was successfully placed. No further complications were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.